Manufacturer narrative:
Due to the automated manufacturing execution system(mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent. The main coil was found to be stretched and broken/fractured and the suture was found to damaged. A functional test for the reported event ¿coil in catheter friction¿ was unable to perform due to condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The main coil was found to be stretched and broken/fractured. The main coil suture was found to be damaged. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported ¿coil in catheter friction¿ and ¿main coil stretched¿ and to the as analyzed ¿main coil stretched¿, ¿main coil broken/fractured during use¿ and ¿main coil suture damage¿. An assignable cause of handling damage will be assigned to as analyzed ¿coil delivery wire kinked/bent¿ as these defects appear to be associated with handling of the product or portion of the product during the procedure.

Event description:
It was reported that during the procedure the subject device (coil) could not be advanced out of the microcatheter and was stretched upon withdrawal from the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. The subject device was returned for analysis and it was discovered that the main coil(subject device) was found to be broken/fracture during use. No clinical consequences were reported to the patient due to this event.